Manufacturer narrative:
Results: related to operational context (appears most likely that the balloon was damaged during delivery attempts resulting in partial expansion of the stent and subsequent complications); inherent risk of procedure (balloon rupture). Conclusions: operational context caused or contributed to the event (appears most likely that the balloon was damaged during delivery attempts resulting in partial expansion of the stent and subsequent complications); known inherent risk of procedure (balloon rupture). (B)(4). Device evaluation: device is currently at facility pending legal authorization to release. Device was reviewed by r<(>&<)>d and design assurance personnel from the medtronic stent design site.

Event description:
The lesion was minimally calcified. It was indicated by the physician that the balloon ruptured with the stent still on the balloon and only the proximal part of the stent deployed. The mid and distal parts of the stent were still crimped onto the balloon. The device delivery system could not be advanced or removed. Loading of the system was used in attempt to dislodge the stent from the system and this was unsuccessful. A second inflation of the stent was attempted to allow the stent to be dislodged but was not successful and at which point the dissection of the left main was noted. Patient suffered partial reperfusion in lad, hypotension and bradycardia. Evaluation summary: the proximal and distal ends of the balloon appeared to show signs of slight pressurization. Dried blood residue was present inside the luer and the distal portion of the shaft and in the balloon. The distal sections also showed signs of a partial deployment in the proximal section of the balloon. The middle portion of the distal section of the system remained wrapped and showed no signs of deployment. The stent crimp impressions were evident along the body of the folded balloon. The stent was not present on the delivery catheter. Image review the images show the event as reported - a resolute integrity drug-eluting stent being used to treat a lesion in the mid diagonal. Pr eviously deployed stents can be seen in the images. The lesion was pre-dilated. Attempted stent delivery can then be seen in the images. The proximal end of the stent appeared to start inflation but then nothing happened. Also there is a gap between the proximal marker band and the proximal end of the stent suggesting that the proximal end of the stent may have moved. The images provided end at this part of the treatment.

Event description:
A resolute integrity drug-eluting stent was being used to treat a lesion in the mid diagonal. The lesion was 80-90% stenosed. The device was inspected prior to use and negative prep was performed with no issues noted. The prox lad has an existing stent which was clear. The resolute integrity was positioned at the "t" formation over diag 1. The lesion was pre-dilated (once). There was resistance experienced initially but when the guide was repositioned the device was advanced past the diagonal 1 lesion and then pulled back into position. An attempt was made to inflate the device but it was noted by 2-4 atms there was no pressure in the indeflator. The proximal end of the stent appeared to start inflation but then nothing happened. It is felt that there was no true inflation. The stent dislodged and vessel was occluded and the stent and delivery system could not be removed. A dissection was also noted in lm and there was a loss of flow to the lad. A temporary pacer and balloon pump were placed and the patient was sent for emergency surgery. A 3 vessel bypass was performed. The stent and delivery system were also removed during this surgery. Patient is reported to be stable post procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection, coronary artery occlusion, stent embolism). Patients condition affected effectiveness of device (80-90% stenosis). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusion: inherent risk of procedure (dissection, coronary artery occlusion, stent embolism). Device failure/lack of effectiveness related to patient condition (80-90% stenosis). Unable to confirm complaint (device or procedural images not provided for review) (B)(4).